Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that, the single use aspiration needle became detached in the operating channel of the fiberscope. It did not come out of the channel into the patient, but was removed by the operators¿ hands. The issue occurred, at the end of therapeutic bronchial fibroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by the following instructions for use which state: ·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor field performance for this device.